Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 2-4x daily and manages his diabetes with regular insulin (48-49 units daily). The alleged issue began on the evening of (B)(6) 2012. The patient reported a blood glucose result of "135-140 mg/dl" with the subject meter. The patient confirmed his blood glucose results that day were "typical" readings for him. The patient denied making changes to his usual diabetes management routine. At 1am the next morning, the patient claims he felt symptoms of disoriented and sweaty which he associated with low blood glucose. The patient drank hot cocoa as treatment and felt better about 5 minutes later. About 8am that same morning, the patient obtained a blood glucose result of "70 mg/dl" with the subject meter. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was sent to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/05/2012)-device evaluation: the products involved with this complaint have been returned on (B)(4) 2012 and product analysis evaluated both products on (B)(4) 2012 with the following findings: the meter involved with this complaint was tested and the primary complaint was not confirmed; however a secondary issue was noted where the meter was found to have dried blood on the meter's casing. The test strips involved with this complaint passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.